Event description:
It was reported when using the pyxis ciisafe system compartments were not open. The customer reported that they were unable to execute stock out or refill stock due to this problem. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist was restarted or rebooted the device to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.